Event description:
On (B)(6) 2012, pt had the following procedures completed: 3-level vectra plate and 6 self-drilling variable angle screws implanted at c3-c6; corpectomy at c4 with synmesh cage placed at c4; discectomy at levels c5-c6; 7mm advanced acf lordotic mtf cervical bone placed in disc space c5-c6. Pt returned to surgeon for post-op follow up on (B)(6) 2012. Surgeon determined by x-ray and exam that 1 screw in c3 left was backing out. The complained screw remains implanted and surgeon does not plan to reoperate for removal or revision. Surgeon will follow and observe. This is 1 of 2 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.